Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 00784803101, modular neck p2 12/14 neck taper, 61669208; 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, 62110390; 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, 62239388; 00771300900, modular femoral stem press-fit plasma, 61902705; 00784800200, modular neck k 12/14 neck taper, 62134909. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02108 & 0002648920-2017-00218.

Event description:
It was reported that the patient's right hip was revised approximately four years post-implantation due to recurring dislocations. Medical records indicate that during the revision, hematoma, bleeding into the hip, the fat was necrotic and bloody with old organizing blood clot were noted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records received. Device history records (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.